Manufacturer narrative:
(B)(4).

Event description:
A motor stall was reported; motor stall and motor stall recovery were recorded in event logs. It was reported that the motor stall was due to a magnetic resonance imaging (MRI) "or other medical procedure" the patient received. The reporter indicated the stall occurred (B)(6) 2011 with a tube set alarm two (2) days later; recovery occurred on the date of the report. The patient experienced some increased pain, no withdrawal. No alarms were noted by the patient. It is unclear if this increased pain was from this event or a new injury the patient suffered, i.e., "a pinched nerve." Additional information has been requested, but was not available as of the date of this report.